Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient thought the fall was the cause of the ins not working on the left side. The patient said they worked with a manufacturer representative who fixed it for them. The patient said the ins not working on the left side had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (rad iculopathies) and spinal pain. The patient reported that about 3 or 4 days ago, she fell on her back and bottom, so since then her ins had been acting up and not working on her left side. The patient reported that she was to meet with a manufacturer¿s representative (rep) to work on the ins acting up. No further complications were reported.